Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable, the cartridge is not an implantable device. Section d6b: explant date: not applicable, the cartridge is not an implantable device. Section e1: telephone number: (B)(6). Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the returned cartridge revealed that it was received with viscoelastic residue dispersed throughout the cartridge and on the exterior of the cartridge. Stress marks could be identified inside of the cartridge; however, this is within acceptable parameters for a used cartridge. Inspection of the cartridge wings revealed no issues that could cause or contribute to the complaint issue. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three (3) lenses were found to be scratched after implantation. The surgeon suspects, that the cartridges are the problem, because the scratches were not visible until the lens was in the eyes of the patients. The lens remains implanted and no further details were provided.this is report 1 out of 3.